Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetic keto acidosis on (B)(6) 2020 with blood glucose level was in range of 400 mg/dl. Customer was experienced symptoms such as back pain, fever they thought they had blood infection. Customer stated sensor had blood glucose versus sensor glucose issue. Troubleshooting was performed. The insulin pump will not be returned for analysis.